Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. Evaluation summary: the complaint device was returned for analysis. The reported detachment was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the sheath was opened which covered the implant it was noticed that the implant was broken although no resistance was felt during removal of the sheath. The device had been opened for use in a percutaneous coronary intervention to treat a mildly tortuous and mildly calcified lesion located in the mid left anterior descending (lad) artery. Another device (2.5 x 28) was opened and it was okay. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided. The analysis of the returned device noted a separation at the proximal balloon seal which is most likely what the site meant when they reported the implant was broken.